Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient hasn¿t used stimulation in over a year because it wasn¿t working for her symptoms. The patient stated they tried adjusting multiple times and couldn¿t get stimulation in the right area. The patient also reported the ins wouldn¿t stay charged. The patient called the rep and said she needed an MRI, but she has not used the battery or charged in over a year. The rep said the device was overdischarged. The rep stated they were trying to set up an appointment to trickle charge and clear the power on reset (por). The reason for the issue was patient non-compliance. The issue was not yet resolved as the patient was in the process of scheduling an appointment with the rep. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the rep met with the patient to resolve the overdischarge on (B)(6) 2017. It was reported that the patient had not been charging due to non-compliance. No further complications are anticipated.